Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "surgeon (dr paige pennebacher) felt the clip did not fully close over the duct/artery. Another ca500 was used to complete the procedure. No patient injury, no additional time to procedure." Patient status - "satisfactory."

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. Although the root cause of incomplete clip closure could not be determined; however, incomplete clip closure may be the result of the application structure size or the location of the vessel within the clip. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In order to improve the form, function, and ease of use of its products, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.